Event description:
The catheter fractured in the proximal segment at the attempt to insert the stent through the lesion/vase to be treated. Additional information is not available.

Manufacturer narrative:
Please note that this device is not distributed in the united states nor similar to any device distributed in the united states. It is available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.